Event description:
It was reported a bladder neck suspension procedure was performed february 22, 1997 at another user facility. The pt visited this user facility on may 15 for pain. Pus was noted at the wound site and a diagnosis of streptococcus was confirmed. The pt underwent surgical removal of both anchors. The pt's condition is good. Follow up indicated positive culture diagnosis of staphylococcal infection. This type of infection may be nosocomial and may have been the contributing factor to this event. Co does not attribute a staphylococcal infection to the device.